Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the patient has had several PICC lines over the last few years. Each PICC line, when accessed has resulted in altered sensation down the left arm, pins and needles and occasional numbness. This is irrespective of which side the line was in and has varied in severity. On two occasions the symptoms have been so severe that he has been admitted and a diagnosis of ischaemic event has been identified on MRI scan. He takes clopidogrel long term."